Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. One day after event onset, the patient was hospitalized for the peritonitis event. Treatment for the event was unknown. The patient was discharged six days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.